Event description:
It was reported during insertion I the ICU, the physician felt the tip of the guide wire was too software resulting in the easy kinking. As a result, a delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4).